Event description:
It was reported that a xtra-silent nite slide-link broke. It was reported that the anchors /buttons became loose. No injury was reported.

Manufacturer narrative:
The device has not been returned. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device was not returned, the investigation results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer internal reference number: (B)(4).